Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "during a procedure, after the intervention and during removal of the introducer, the nurse observed a small quantity of blood (leak) at the level of the junction between the base and the body of the introducer.

Event description:
It was reported that: "during a procedure, after the intervention and during removal of the introducer, the nurse observed a small quantity of blood (leak) at the level of the junction between the base and the body of the introducer.

Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of sheath leaked is not confirmed. No leaks were noted from the returned sheath. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. No further action required at this time.